Manufacturer narrative:
The investigation was not complete at the time of the initial reporting. The investigation summary is provided here. On 09/09/2015, thirteen (13) mst1009 revolve biopsy probes were received from the customer for evaluation. Base on aql sampling, three (3) devices were investigated as representatives of the thirteen (13) devices received. All devices were in new condition and were not used in a procedure. These devices were of the same lot as the device with the reported defect. Testing was conducted in low moisture chicken breast to represent worst case tissue transport conditions. All three (3) devices were confirmed as performing as intended and no tissue was present in the canister, as in the reported event. This investigation did not provide a conclusive root cause, as the specific device was not returned, and the event could not be duplicated on representative devices.

Manufacturer narrative:
A complaint was received regarding tissue being transported to the canister rather than to the sample management system located on the biopsy probe. This is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. The initial assessment of this event was deemed not reportable as no adverse event occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be a MDR reportable malfunctions pursuant to 21 cfr 803.

Event description:
The sales rep reported that during two st cases, all samples were sucked into the canister. Collection chamber not indexing correctly and biopsy sounded "noisy" when transferring tissue.